Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 356 mg/dl with ketones present in the middle of the night. The contact did not see insulin in the infusion set tubing and was not sure if there was insulin in the cartridge. The contact reported that during the last pump supply change, the air was primed out of the cartridge and the tubing filled with insulin. The pump supplies were changed and the customer resumed insulin delivery. As the bg had been resolved, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg.